Manufacturer narrative:
The review of the associated manufacturing record revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. According to the field, the dislodgement was confirmed during the implantation procedure at the or with anfluoroscopie and the subject lead was re-positioned during tduring the same procedure. Since no fluoroscopies were provided, the reported lead dislodgement could not be confirmed with certainty. Based on available information, the lead dislodgement most probably occurred due to external factors (such as patient physiology, or physician preferred implant site, etc.). It is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the lead is implanted with good parameters and connected to the pacemaker. After closing the pocket, the pacemaker is interrogated, and possible dislodgment of the lead is observed and confirmed with the fluoroscopy. The pocket was opened again during the same implantation procedure and the same lead was repositioned with good parameters.

Event description:
Reportedly, the lead is implanted with good parameters and connected to the pacemaker dr. After closing the pocket, the pacemaker is interrogated and possible dislodgment of the lead is observed, an x-ray is taken and the dislodgement is confirmed. The pocket is opened again and the same lead is replaced with good parameters.